Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 63-year-old female patient who underwent an ablation procedure for atrial fibrillation with a varipulse catheter experienced a cardiac tamponade requiring pericardiocentesis. After the transseptal puncture, while mapping with the varipulse catheter, the patient's heart rate increased and blood pressure dropped. Using intracardiac echocardiography, a tamponade was confirmed. Pericardiocentesis was successfully performed, and the patient was reported to be in stable condition. The physician's opinion is that the issue was related to the transseptal puncture, as well as patient anatomy (small left atrium).